Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported insulin pump error. The customer¿s blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up after battery installation and was stuck in a the motor arm cannot communicate with the main arm alarm notification screen and reboot or medtronic logo loop, problem isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to the motor arm cannot communicate with the main arm alarm loop. Unable to verify post-reset ram crc alarm, history pointers failed and history pointers are corrupted error, or trace pointers are invalid alarms due to boot anomaly.